Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available. The manufacture date of this device is unknown.

Event description:
Ous MDR - during the implant procedure of an lv lead onto the coronary vein with the use of this guiding catheter, it was reported that the fixation position of the lv lead was migrated during the slitting of the catheter. When the guiding catheter was used the fourth time, cardiac tamponade occurred and effusion of contrast agent was found in the epicardium. As a result, open heart surgery was performed. The crt-d system was abandoned and an ICD was implanted. Should additional information be received, this file will be updated.